Event description:
Pt was intubated and placed on a 760 vent. "Fan fail alert" alarmed. Vent did not fail but therapist felt that rather than troubleshoot vent, it would be replaced with another. The vent was immediately replaced. No detrimental harm to pt. Pt was ambu'd throughout change. Mallinckrodt svc rep (report dd2131) could not duplicate the problem and the unit operated to specs. The unit was returned to svc.